Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device eval was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the probe migration could not be ascertained. It was indicated in the initial report info that it could be due to diaphragmatic movement and max voltage. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).

Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment, an event was reported for probe migration. As the probes started to migrate out audible popping noises were heard. This may be due to the combination of diaphragmatic movement and max voltage.